Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, a loss of capture was observed on the left ventricular lead. Imaging revealed a slight change in lead positioning. No patient symptoms were reported. A lead revision was attempted. During the procedure, a stylet could not be removed from the lead. The lead was successfully explanted and replaced.